Manufacturer narrative:
The report from the affiliate indicated that the male patient underwent the (pci) percutaneous coronary intervention of the proximal/distal right coronary artery in 2004. The target site was slightly tortuous and mildly calcified. The reported indicated that when removing the (sds) stent delivery system friction occurred within the guiding catheter. The report indicated that once the sds was outside the patient the physician inspected the device and flaring of the proximal end of the stent was confirmed. The physician utilized an express stent to completed the procedure, and there was no patient injury reported with the event. No product was returned. Device catalog/log review: the manufacturing route sheets revealed no anomalies that can be associated with the reported complaint. No other complaints have been reported for this lot number to date. Conclusion: the involved product was not returned for analysis, the exact cause of the reported issue could not be determined. Clinical imprsion: during a coronary stenting procedure, resistance was noted upon withdrawal of the sds through the guide catheter. Examination of the unit by the physician revealed proximal strut uplift on the stent. Assuming there was difficulty crossing the lesion of "medium" calcification in a slightly tortuous vessel, the sds was being removed for replacement. As instructed in the IFU, retrieve system as a single unit when the stent and delivery system are still in the guiding catheter. When these are outside the guiding catheter, do not retract the stent and delivery system into the guiding catheter. Procedural factor likely contributed to the event.

Event description:
Proximal stent flaring.